Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system did not perform sculpting and the suction of the cataract did not work properly. The procedure was completed with alternate equipment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the cassette was exchanged, not the system, to complete the procedure with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on september 10, 2014. Based on qa assessment, the product met specifications at the time of release. The cassette sample was not returned. The finished goods lot number was not provided. The device history record (DHR) and lot number history could not be reviewed. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).